Event description:
The IV chemotherapy was found leaking, due to an infusion set defect. The infusion clamp leaked approximately 30 mls of chemo drug on the patient's left arm and flank area. This was related to a mechanical malfunction of the IV tubing. The patient's body was cleansed, post spill. The treatment was reset and completed, after the physician ordered the therapy to be completed via another set-up. It was necessary for nursing to assess the patient's skin, every two hours for signs and symptoms of reaction. There was no adverse reaction reported. Event abated after use stopped or dose reduced? Yes.